Event description:
System experienced overload fault. Procedures were delayed until system was checked by service. System generated loud pop followed by overload fault/federals require greasing. No patient injury.

Manufacturer narrative:
The servicer rep cleaned, inspected, and greased tube and tank federals. Remained on site for several cases to ensure proper operation. System operates as intended.